Event description:
It was reported that the patient presented in the hospital with a complaint related to infection. The system was explanted. The patient is doing well.

Manufacturer narrative:
Analysis was normal. No anomaly was found.